Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for birth control. The plaintiff had two essure coils implanted in her body. Shortly after the implant procedure, the plaintiff began to experience pelvic and flank pains as well as heavy menstrual cycles accompanied with more pain. As a result of these pains, she visited medical facilities multiple times seeking relief with no avail. On (B)(6) 2015, she underwent an ablation to cure these symptoms; however, this procedure was unsuccessful providing her relief. At the reporting time, the plaintiff continues to experience the same pains and bleeding as a result of the coil remaining in her body. She was exploring her options to have the coils removed. Follow-up received on 12-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains and bleeding (interpreted as genital bleeding). She underwent an ablation, however this procedure was unsuccessful providing her relief. She was exploring her options to have the coils removed. This event is listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, she experienced this event shortly after essure insertion. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycles"), flank pain ("flank pains"), dysmenorrhoea ("menstrual cycle accompanied with more pain") and eructation (""I keep burping this gas that has a after tas of boil eggs""). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, flank pain, dysmenorrhoea and eructation outcome was unknown. The reporter considered dysmenorrhoea, eructation, flank pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: eructation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included endometrial ablation on (B)(6) 2015. (B)(6) 2015 - preoperative and post operative diagnosis: menometrorrhagia operation: cervical dilation, endocervical curettage, endometrial curettage (B)(6) 2015 - diagnosis and description: vaginal bleeding and nonvascular ablation and hysteroscopy. Previously administered products included for an unreported indication: depo-provera. Concomitant products included ibuprofen from 2015 to 2017 and medroxyprogesterone acetate (depo provera) in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of menorrhagia ("heavy menstrual cycles"), flank pain ("flank pains"), dysmenorrhoea ("menstrual cycle accompanied with more pain"), eructation (""I keep burping this gas that has a after tas of boil eggs"") and abdominal pain ("abdomen pain"). The patient was treated with iron and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of menorrhagia, flank pain, dysmenorrhoea, eructation, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, eructation, flank pain, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? - answered as no, according to this ongoing and dose not changed was added while in previous version of the case surgery was already added(incident). Concerning the injuries reported in this case, the following one was described in patient¿s social media: eructation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycles"), flank pain ("flank pains"), dysmenorrhoea ("menstrual cycle accompanied with more pain") and eructation ("I keep burping this gas that has a after tas of boil eggs"). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, flank pain, eructation and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia, eructation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: eructation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-dec-2017: new event was reported via social media: "I keep burping this gas that has a after taste of boil eggs". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycles"), flank pain ("flank pains"), dysmenorrhoea ("menstrual cycle accompanied with more pain") and eructation (""I keep burping this gas that has a after tas of boil eggs""). The patient was treated with surgery. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, flank pain, dysmenorrhoea and eructation outcome was unknown. The reporter considered dysmenorrhoea, eructation, flank pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: eructation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Patient's date of birth, lot no added as per pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C03089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included endometrial ablation on (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of menorrhagia ("heavy menstrual cycles"), flank pain ("flank pains"), dysmenorrhoea ("menstrual cycle accompanied with more pain"), eructation (""I keep burping this gas that has a after taste of boil eggs"") and abdominal pain ("abdomen pain"). The patient was treated with iron and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of menorrhagia, flank pain, dysmenorrhoea, eructation, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, eructation, flank pain, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? - answered as no, according to this ongoing and dose not changed was added while in previous version of the case surgery was already added(incident). Concerning the injuries reported in this case, the following one was described in patient¿s social media: eructation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Events added: abnormal bleeding (vaginal, menorrhagia), abdomen pain, she did not undergo an essure confirmation test. Treatment drug was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.